Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was confirmed by review of medical records noting patient had increasing levels of metal ions, significant scar tissue and mild trunnionosis. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices: us157858 ¿ m2a magnum cup ¿ 074120; 157452 ¿ m2a magnum head - 296250; 139268 ¿ m2a magnum taper ¿ 509280. Customer has indicated that the product will not be returned for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01897, 0001825034 - 2020 - 01898, 0001825034 - 2020 - 01900.

Event description:
It was reported that patient underwent a left hip revision approximately 10 years post implantation due to elevated metal ion levels and in-vivo corrosion. During the revision, scar tissue was found along with trunnionosis on the head component. Attempts have been made and additional information on the reported event is unavailable at this time.